Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during insertion of the lens in the patient's left eye the capsular bag was damaged. The lens was removed, a vitrectomy was performed and the surgeon successfully implanted an anterior chamber lens. Additional information has been requested. Please reference MDR #: 1119279-2013-00281 for the delivery device used during the event.